Event description:
A pt reported that a memory lens iol implanted in a their eye in 2000 has since opacified. Pt states that surgeon is planning to explant & replace in the near future. Several requests have been made to obtain additional info. No further info is available.